Event description:
Two pt samples with discrepant calcium results. Patient 1, tested 2008, initial result -4.2 mg/dl, diluted and repeated giving result of 6.8 mg/dl. Same sample repeated using alternate method gave result of 9.7 mg/dl. The field service rep determined the cause to be an issue with the reagent pack and replaced the pack. He also noted that he cleaned the internal water reservoir and replaced reservoir filters. Performance tests performed which were within specification.

Event description:
Two pt samples with discrepant calcium results. Patient 2, tested 2008, initial result 7.7 mg/dl, repeat gave 9.7 mg/dl (alternate method). Erroneous results were not reported. The field service rep determined the cause to be an issue with the reagent pack and replaced the pack. He also noted that he cleaned the internal water reservoir and replaced reservoir filters. Performance tests performed which were within specification.